Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with mixed product. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: photos were provided for evaluation of unopened packages with two different sized needles in the blisters therefore failure mode was verified. Product mixed at assembly has been discounted as the product was assembled on nip 1 and nip 6. The 1 ¼¿ needles were assembled on nip 6 on dec. 20-21, 2017 and jan. 2-3, 2018. The ½¿ needles were assembled on nip 1 from dec. 23, 2017 ¿ jan. 3, 2018. Additionally the product mixed at packaging has been discounted as well. Short needles and long needles are run on dedicated lines. The 1 ¼¿ were packaged on line 4 on jan. 2-4, 2018. The ½¿ needles were packaged on line 3 on jan 6-8, 2018. The 1 1/4¿ were sterilized and released to ship as we started packaging the ½¿ needles. Rework refed into the wrong batch does not appear to be the cause as the last rework for 27 x ½¿ prior to the packaging of the batch in question was in june 2017. Product caught in the bulk hoppers has been discounted since the long needles were packaged and assembled prior to the short needles, this does not appear to be the root cause. A definitive root cause has not been identified at this time. This appears to an isolated incident. No CAPA will be initiated at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Thirty visual inspections were performed on 1,800 parts with zero defects noted. The batch packaged prior to this one was 20 x 1 ½¿. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with mixed product. There was no report of injury or further medical intervention.